Event description:
The target lesion was the proximal circumflex. The vessel was de-novo and concentric lesion. Aha/acc classification of the vessel was type c. The lesion length was 28mm and vessel diameter was 3.0 approx 3.5mm. The procedure was an elective case. Pre-dilatation was not conducted. A 3.0 x 28mm cypher stent was implanted at 18atm for 30 seconds. Post-dilatation was conducted with a 3.25 x 15mm balloon at 20atm for 30 seconds. Ivus was conducted. The residual % of stenosis was 0%. It was confirmed that the plaque shifted distal to the cypher stent, but it was not treated because it was under 50% stenosis. Act was not measured. Three days after the procedure, the patient wasn't showing any symptoms, but it was confirmed that his heart failure got worse. Iabp was inserted. Cag was conducted and thrombus was observed in the cypher stent. To treat the thrombus, aspiration and balloon angioplasty was conducted with a 3.5 x 15mm quantum balloon. Then a 3.0 x 13mm cypher stent was implanted distal to the original cypher overlapping it to cover the plaque. Physician indicated that the possible cause of the thrombotic event was because the stent was under-dilated and got dehydrated due to emulgent. The patient took emulgent to treat heart failure.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.